Event description:
The user facility reported that during an endoscopic polypectomy procedure, the user successfully placed the loop over a polyp and tightened it using subject device; however, could not release the loop from the subject device. Then the user reportedly tried to cut and remove the loop from the device with a loop cutter but the loop cutter did not work. The patient reportedly had to spend a considerable length of time in the procedure room on the bed while the user tried to release the loop with unspecified means, however, no patient injury was reported.

Manufacturer narrative:
Olympus medical systems (omsc) followed up with the user facility to obtain more detailed information regarding the report, but with no result. The subject device was not returned to omsc for evaluation at present and omsc could not confirm the phenomenon. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. The hx-400ur-30 instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required. The subject device was returned for evaluation. The loop was retracted into and stuck inside the distal end of the coil sheath. As a result of disassembly, there was a mark that shows the loop was dented and deformed. We presume that the deformation of the loop was made when the loop was caught between the hook and the coil sheath. Considering this evaluation and the past cases, we assumed that the hook came off from the loop while the coil sheath was inside the tube sheath. After this the user might have moved the slider or the tube sheath, causing the loop and hook to get stuck inside the coil sheath. The hx-400ur-30 instruction manual already states; warnings: when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.